Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the scope. The device has been sent to the original equipment MFR for further testing. A supplemental report will be submitted if add'l info is rec'd. (B)(4).

Event description:
The hospital reported that they have had an issue with 2 of the vh-1111 (endoscopes) over the last 2 weeks. They have been cleaning this equipment the same way since they acquired them (sterrad or gassing). They have stated that 2 of their scopes have water droplets on the inside of the scope and they are unable to get this out. An additional email from the hospital stated "there were no incidents. We cleaned the scopes and looked in them after the procedure and they were blurry. We took a magnifying glass and water droplets were in the scope. We have never steam autoclaved them. We have gassed and sterrad them only." The products were returned.